Manufacturer narrative:
During a coronary intervention, an atw steerable guidewire was found to be "faulty". No patient injury was reported. Multiple attempts to obtain clarification and additional information were unsuccessful. Analysis of the returned wire confirmed multiple kinks and bends throughout guidewire, as well as stretched coilwires at the tip area. No other damage is noted. The joints appear intact and correct when viewed at 18" with vision corrected to 20-20 and at 10x magnified, and by non-destructive pull testing. The specimen wire does not present any obvious indication of manufacturing defect or anomaly. The damage noted to the wire is consistent with handling. Based on the evidence presented by the sample article and the complaint documentation, it appears that procedural and/or clinical factors contributed to the event as reported. Without further information or evidence, assignment of the root cause of this event is subjective and inconclusive. A review of the device history for the reported lot of product indicates the proper process and specifications were adhered to with no deviations or anomalies noted. With such limited information, it is not possible to identify contributing factors with any certainty, but device handling may have contributed to the wire damage. No corrective action will be requested at this time because the reported complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored for trending purposes and to determine if action is necessary.

Event description:
The report received from the affiliate indicated that the atw guidewire was "faulty". Attempts to obtain further information were made, but were unsuccessful. However, during analysis of the returned wire, it was found that the wire presented a 3 mm stretch in the coils, approximately 3 mm from the distal tip.